Event description:
It was reported that a transfer set was damaged. The transfer set was in use at the time the tubing component separated from the main body. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection by the naked eye and magnification, it was discovered that the tubing was damaged and discolored. The tubing inside the twist clamp sleeve/occluder feet was completely separated. Functional testing was performed which included leak testing and clear passage testing. A leak through the tubing was observed due to the separation of the tubing. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.